Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels (approximately 300 mg/dl) in the morning. Customer delivered a manual injection to stabilize his blood glucose level.